Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1ehtc, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead . Product ID: 3387s-40, lot# va1ehtc, implanted: (B)(6) 2017. Product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient had an infection at the wound site in the skull. The patient¿s wound would not heal properly. The patient¿s lead was removed, the wound cleaned, and they were given antibiotics. It was reported that the issue was resolved. No further complications were reported or anticipated.